Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278192, expiration date 03/31/2014). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer received result of 6.2 mmol/l on the mobile system, and a result of 3.9 mmol/l on the compact plus system within 10 minutes. Customer consumed 3 glucose tablets based on the result of 3.9 mmol/l, which is how she felt during the event. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278192, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.